Manufacturer narrative:
D6a: implant date - it was further reported via social media that the patient had the implant for more than 2 years as of july 2022. Thus, an estimated date of (B)(6) 2020 was instituted. B3: date of event - estimated as (B)(6) 2021 as the date of leak is unknown, but the comment was left in present tense in the month of (B)(6).

Event description:
It was reported via social media that a leak occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. After the procedure, a leak was noted to the closure device. The patient intends to schedule tests in order to determine the cause and a possible solution to the leak. It was further reported via social media the patient had the implant for more than 2 years as of july 2022.

Manufacturer narrative:
Date of event: estimated as (B)(6)2021 as the date of leak is unknown, but the comment was left in present tense in the month of july. Implant date: estimated as this implant date is unknown.

Event description:
It was reported via social media that a leak occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. After the procedure, a leak was noted to the closure device. The patient intends to schedule tests in order to determine the cause and a possible solution to the leak.